Manufacturer narrative:
The history log showed the pad-pak was first installed on the 7th january 2013 and performed to specification throughout the history log, up to and including the final history log entry on the 20th september 2015. The returned pad-pak was installed. The device passed an auto self-test and was manually power cycled passing a further self-test. No warnings were given on shutdown and the green status led flashed throughout. The returned sam 300p was tested on calibrated equipment, the test therapy was delivered and an acceptable measurement was recorded for the test shock. The device powered off with no warnings given and a flashing green status led. The device was disassembled for further investigation. Investigation found the device performed to specification throughout the history log. There is no evidence to suggest the returned device had been switching itself on, with only one manual power up being recorded, at installation of the device. No faults were recorded throughout the history log or during testing at heartsine.

Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.